Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed but could not replicate the reported complaint. A review of the field error logs showed the unit had experienced the following error codes: 23062 (eevt_dafd3_mvt_err) and 23008 (eevt_potenc_lim) indicating a possible issue with the mtm wrist pitch. A visual inspection was performed and found no external damages. The unit was then placed on an in-house system and was driven with no issues. No errors were triggered. The unit was then placed on surgeon side console (sftp) to perform fitness tests and 1-hour sine cycle. The unit failed on "failed gravity balance test post sine cycle - sh," which was un-related to the complaint. After performing recalibrations, they re-executed the test and passed. The rest of the fitness tests passed including 1-hour sine cycle and slow speed for wrist pitch and wrist yaw. They confirmed errors through field logs but could not replicate. They performed trace logs on wrist pitch. After investigations, failure analysis found the root cause of the field error is most likely due to a faulty axis 5 gearbox motor and slip ring. The reported issue was confirmed via the error logs, but was unable to be replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered an issue with the right-hand master tool manipulator (mtm) on one of the consoles. The reporter stated that although they attempted to recover the error multiple times, the issue continued to recur. The team transitioned to the second console and proceeded with the procedure without further interruption. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: they had a two console system, so the surgeon moved to the second console. The first console was disabled. They completed the hysterectomy. There were no issues for the patient.

Event description:
Refer to h11 for follow-up information.